Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's catheter disconnected so there was apparently csf (cerebrospinal fluid) leaking as well as drug. The patient was admitted to the hospital but details are unknown. It was unknown if there were any factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. The patient had a full system explant on (B)(6)2022. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.